Manufacturer narrative:
Evaluation protocol not completed yet.

Event description:
The catheter was found broken when doctor tried to remove it for flushing purpose when the catheter was no longer moving under fluoroscopy. The tip of the catheter was broken and she has to snare it out from patient's body.